Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15714. It was reported that the patient presented in clinic for left ventricular lead replacement. At pre-op device evaluation, the lv lead was noted previously deactivated for unresolved intermittent diaphragm stimulation. The retesting of the lv lead confirmed the presence of phrenic nerve stimulation. The atrial lead was also noted with elevated pacing threshold. The lv lead and atrial lead were extracted and replaced. The patient was stable.